Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 465 mg/dl and 348 mg/dl. The customer changed the site every 3 days. The customer was advised to insert three inches away from previous insertion site. The customer did not wish to troubleshoot for high blood glucose readings. The customer was advised to monitor and call back if issues arise.